Event description:
While reviewing the vns programming history available to the manufacturer, it was noted that a faulted diagnostics test occurred that resulted in a change in the programming settings. The physician interrogated the vns after the change in settings, however, he did not correct the change until the next visit. No adverse events have been reported as a result of the event.

Manufacturer narrative:
Analysis of programming history.